Event description:
Re: philips recall of CPAP machines, I have been in touch with philips on numerous occasions about replacing my CPAP machine which is supposed to be replaced. Nothing has happened since (B)(6) 2022 and I will not use the machine given the possible life-threatening effects due to philip's issue with foam coming lose in the machine. The FDA needs to step up and make sure philips is meeting their obligations.